Manufacturer narrative:
The pump was not returned for investigation. The data log was inconclusive without sufficient calibration information and returned product investigation to derive the cause of the hemolysis. The device passed all post sterile inspection checks.

Event description:
The complainant reported that a patient implanted with an impella 5.5 experienced hematuria when the pump's p level was at 6. Reducing the p level to 5 resolved the issue. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.